Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 3006646024-2019-00016 for the first event. It was reported that patient's who are getting peg tube placements with the new enfit kits are required to go back to have an endoscopic procedure for removal of the device. The peg tube needs to be cut and then using the endoscopic camera a snare has to be used to retrieve the cut end of the peg tube bumper. No additional information was provided.